Manufacturer narrative:
Additional information indicated that there was a patient contact with the lens. When the account was asked if there incision enlargement or sutures, the response was ''yes''. It was also noted that the lens is not available for investigation. The following fields were updated accordingly: additional patient code 3191: incision enlarged. Additional patient code 3191: sutures used. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed and no non- conformance reports (nc) associated to the production order were found. The product was manufactured and released according to specification. The search in the complaint history revealed that an additional investigation request (ir) for the production order has been received; however, there was no indication of a product malfunction or quality deficiency as a result of the investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the that during the implant of a intraocular lens (iol), model pcb00, 22.5 diopter in the patient eye, the haptic was detached and got stuck into the injector. The lens was removed and a new lens was implanted without an injury to the patient. No additional information was provided.